Event description:
It was reported the device was used during an open gastric bypass. It was reported that the handpiece was emitting a solid tone. The customer swapped the handpiece with another handpiece and completed the case with no patient consequence.